Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced reduced sensation and mobility in the right leg while in post-op following the implant procedure. The patient returned to surgery where the devices were explanted. The patient received intravenous steroids for 24 hours. Follow-up the next day revealed the patient reported experiencing full sensation and mobility.